Event description:
It was reported the electrode coating compromised/flaked off during a wipe down. Flakes were present on the cloth but not on the patient. As soon as this was noticed the tip was replaced with a new 4.0 tip. The surgery was to remove a thyroid gland.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Visual inspection of the returned device noted the electrode blade enamel did flake off. There was slight bend on the electrode surface. Functional test of the returned device found it to be fully functional. The root cause could not be determined. Review of the lot history revealed no anomalies.